Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had reported a red, tender spot under the back left electrode. The patient was advised by a physician that she could remove the device for periods of time. Follow up indicated that the skin irritation is getting better.